Event description:
According to the reporter, in a laparoscopic colectomy, during transverse colon resection, after the first firing on the oral side with maximum bending, an unusual noise was heard when straightening out the device, but the stapling was performed without any problems. Before the end of the procedure, a fragment believed to be part of the reload was found and collected during abdominal irrigation. There was no patient injury. Medtronic's initial evaluation of the incident device found that the clamping mechanism was deformed due thick tissue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. One side of the articulating point was broken. Some staple pushers were pushed back to the cartridge. The jaws were bent to one side. Functional testing found, when the reload was loaded into a representative handle, that the clamping mechanism was deformed. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument broke and made noise. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal, or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu, (lot # unknown); sigphandle, sig power sigphandle handle, (lot # unknown); sigpshell, sig egia60amt egia 60 artic med thick sulu, (lot # unknown); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # unknown); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # unknown); sig30amt, tri 2.0 sig30amt 30 med thk 12mm, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic colectomy, during transverse colon resection, after the first firing on the oral side with maximum bending, an unusual noise was heard when straightening out the device, but the stapling was performed without any problems. Before the end of the procedure, a fragment believed to be part of the reload was found and collected during abdominal irrigation. There was no patient injury. Medtronic's initial evaluation of the incident device found that the clamping mechanism was deformed due thick tissue.